Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. The customer stated that she took a manual injection that caused her blood glucose levels to go low. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.